Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3587a25, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the healthcare provider (hcp) felt the patient was at the top end of voltage to where they wanted to be, so they were looking into a surgical revision. The patient received the implantable neurostimulator (ins) in (B)(6) 2016 and the doctor reprogrammed and added programs to the device. This did provide some pain relief temporarily. It may have been due to problems with the dura scarring in the brain where the lead was located. The doctor believed there was scar tissue at the lead site on the dura of the brain. They would attempt to revise the leads on (B)(6) to see if that would improve the therapeutic effect for the patient. Relevant medical history included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.